Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands stuck out at the wrist. The other cables at wrist were undamaged. No other damage was found.

Event description:
It was reported that the pk dissecting forceps instrument wire was noted to be frayed during reprocessing. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.